Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the clear tubing was frayed and the black pump inlet tubing reportedly had a break. Another inflatable device was implanted.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. A separation was noted in the reservoir bladder near the strain relief due to material degradation. Testing revealed this to be a site of leakage. A separation was noted in the middle of the reservoir bladder. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. Partial separations within abrasion were noted on the exhaust tube of cylinder 2, shorter exhaust tube of the pump and inlet tube of the pump. A partial separation was also noted on the strain relief of the shorter exhaust tube of the pump. Testing revealed these partial separations to not be sites of leakage. Two groups of striations, indicating contact with unshod instrumentation, were noted on the inlet tube of the reservoir. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorter exhaust and inlet tubing of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. Both these tubes were bend downward due to this positioning. This positioning them may have resulted in the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the cylinder 2 exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, the human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. The device was assumed functional for over 11 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder near the strain relief area. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tube and middle of the reservoir bladder occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure.